Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, it was reported that the adapter line explodes (specific date is not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.